Event description:
It was reported that at a follow-up appointment, episodes of atrial under-sensing was noted from this right atrial (ra) lead. The physician elected to reprogram the device sensitivity and device data was forwarded to boston scientific technical services (ts) for review. Additionally, the patient reported feeling palpitations and the physician suspected that this was the result of a rapidly conducted ventricular arrhythmia. Ts recommended performing in-clinic isometric testing and potential diagnostic imaging to assess the ra lead integrity. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.